Event description:
The dentist reported a fractured screw. The implant remains placed.

Manufacturer narrative:
It was determined that the returned screw was an uniht. Visual inspection revealed the screw to be severed into two pieces at approximately the fourth thread from the head. Debris was collected on its surface and inside the hex drive; and the hex head looked worn and scratched. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined. Brand name changed from unknown to titanium hexed uniscrew. Common device name changed from screw to abutment screw and device product code added .